Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6), 2010.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.